Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysteroscopy and thermal ablation due to sui, dysfunctional uterine bleeding. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh removal with diagnostic laparoscopy, total vaginal hysterectomy, rectocele repair, cystoscopy, and modified mayo, culdoplasty on 9/20/2004. No additional information provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent laparoscopy with pelvic adhesiolysis, removal of endometrioma including cyst capsule, peritoneal biopsies and cystoscopy on (B)(6) 2014 due to dyspareunia, urinary urgency, and bladder pain presumed interstitial cystitis, and mitochondrial storage disorder.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).